Event description:
Litigation alleges that patient experienced pain, discomfort, and soreness, which affected patients ability to walk, sleep, sit, and move. Additionally, it is alleged that patient has excessive levels of chromium and cobalt in the blood system. (B)(6) 2012 - patient's operative records received. It was noted the patient had metallosis with black-stained tissue in the abductors, gray cloudy fluid in the hip joint, large cysts and significant underlying osteolysis and metallosis in the bone.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in report sequence numbers.